Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user paired a dexcom g7 continuous glucose monitor (cgm) with the ilet bionic pancreas using an incorrect pairing code, resulting in a pairing failure, after which an agent provided education to edit the code and pair a new sensor that began warming up. No clinical signs, symptoms, or conditions were reported. Outcomes included no reported impact to health or hospitalization. User support included technical troubleshooting with guided re-pairing. Investigation of this case revealed an incorrect pairing code entry leading to a failed g7 pairing, which was resolved by correcting the code and initiating a new sensor session. It was concluded, based on previously established findings for similar reports, that the cause was user error.